Event description:
Event description boston scientific received information that during a clinic visit, a review of the electrograms from this device revealed an episode of ventricular loss of capture. It appeared to be a one-time occurrence and the patient was not symptomatic. The automatic capture feature was programmed on. The field representative forwarded the electrogram to technical services for review.